Event description:
It was reported that the needle sftygld 25x5/8 rb experienced incorrect label information noted prior to use. The following information was provided by the initial reporter: material no: 305901 batch no: 8291677. Per customer email: customer from user facility reported a safety glide # 305901 that was wrongly labeled. Felt like the needle was bigger than the label felt like a 1 inch.

Manufacturer narrative:
H.6. Investigation summary: one loose safetyglide needle and an open blister package from batch #8291677 (p/n 305901) were received. The samples were visually evaluated. The package was confirmed to be for product 25 x 5/8¿. The cannula length of the needle was measured using cannula length gauge and was found to be 1¿. The hub was orange which is consistent with 25 g product. Therefore the needle received was 25 x 1¿. Two previous batches run on this machine were reviewed and found to be both 25 x 5/8¿ product ¿ the same as the complaint batch. The batch following the complaint batch was 25 x 1¿ product. Material movements were reviewed for all needle components of that batch. The needle components were confirmed to have been brought to the machine staging area after the completion of the complaint batch #8291677. No 25 x 1¿ needle components were staged by the machine during the manufacture of the complaint batch no corrective actions are necessary for the needle packaging plant. The samples were forwarded to the needle manufacturing site for evaluation, root cause and corrective actions as the customer has only reported one (1) occurrence it is likely that a 1-inch needle became lodged in a cannula cartridge and the cartridge was then refilled for 5/8-inch needles at which time the 1-inch needle dislodged and was assembled. Bd acknowledges that the returned sample has a 1-inch needle in a blister pack which was labeled as 5/8-inch. As this one (1) occurrence would not exceed the acceptable quality level (aql) of ¿incorrect components aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x5/8 rb experienced incorrect label information noted prior to use. The following information was provided by the initial reporter: material no: 305901, batch no: 8291677. Per customer email: customer from user facility reported a safety glide # 305901 that was wrongly labeled. Felt like the needle was bigger than the label felt like a 1 inch.